Event description:
N/a.

Manufacturer narrative:
DHR: lot no. 150301 reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis: the evaluation verified the complaint as valid. One of the blades is broken at the pin. The fragment was not returned. The blades have been modified outside of integra. Root cause: the device has been modified outside of integra by an external contractor. This modification could weaken the instrument and led to the reported event.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility sent a picture showing that part of the scissors insert cev605-3 was missing/broken. Additional information indicates that during a surgical procedure (ligating of the uterine tubes), the scissors was blocked in open position and could not be used anymore. Another available device was used to complete the surgery. As the device was blocked, the medical staff was unable to see that a very small part of the device was broke but this information was later confirmed by the manufacturing site when they sent picture of the device dismantled. The small broken part was missing so the facility decided to ask the patient to return to the facility for an x-ray. Nothing was found on the x-ray; however, the surgeon met with the patient three times after the surgery due to the stress linked to the issue. No information was provided on surgical delay.